Manufacturer narrative:
Exact date unknown, event occurred over 6 months ago from the date the manufacturer was made aware.

Event description:
It was reported that patient was experiencing frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was disposed by the medical facility.